Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reports were observed during review of the device data logs. However, the device was put through extensive testing including full functional testing and dwm self-testing without duplicating the reports. The errors were cleared from the log. An internal inspection of the device found foreign substance on the main board. The main board was replaced and scrapped as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message and failed the power-on upgrade. Complainant indicated that there was no patient involvement in the reported malfunction.